Manufacturer narrative:
The initial MDR was submitted without a 510k number but this device does have a 510k associated with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5148397. Conclusion: unable to confirm reported defect.

Event description:
It was reported that a ml bd preset¿ syringe with bd luer-lok¿ tip, 23 g x 1 in bd eclipse¿ had foreign matter located on it. No serious injury medical intervention/injury reported.